Event description:
It was reported that during an implant procedure, the patient experienced phrenic/diaphragmatic stimulation due to the left ventricular lead. The lead also dislodged - it would not stay in a useable location - and the threshold was high. The lead was not implanted and another lead was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).